Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that pacing lead impedance has decreased in ohms. A chest x-ray was performed. Some discoloration was noted around the header. Rep states that the lead insulation appears to be separated approximately one inch from the connector pin. The device was changed out and the impedance measurement was stable. The lead remains implanted.